Event description:
It was reported that this right atrial lead was surgically abandoned and replaced due to a possible clavicle damage that was causing noise. No additional adverse patient effects were reported.